Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider alleges the chair is pulling to the right while driving.